Event description:
On (B)(6) 2024, znyo medical received a report from the customer reporting that they were getting a pressure test error on the pump. No patient involved reported.

Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).